Event description:
The customer reported that the pacer mode is not working. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.